Event description:
It was reported that the rollator bar under the seat broke. Stated that the break is in the middle section of the bar and not by a weld.

Manufacturer narrative:
It was reported that the rollator bar under the seat broke. Stated that the break is in the middle section of the bar and not by a weld. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.